Event description:
Complainant alleged that during biomed testing, the device displayed a "pacer fault 115" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the issue was confirmed during evaluation and the pd engine was replaced to remedy the problem. Further evaluation of the pd engine was unable to determine the root cause. As a result, the board was scrapped. No emerging trend based on similar reports.